Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4).

Event description:
The customer reported to customer service on (B)(6) 2016, that the power cord on her pump in style advanced is broken and prongs don't stay in place.